Event description:
As reported, upon shuttling down of a 5f mynxgrip vascular closure device (vcd) resistance was felt. When the 5f avanti sheath was retracted the white tube could not be advanced. The sealant was stuck to device components. Hemostasis was achieved by manual compression. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no resistance/friction experienced as the mynx vcd was advanced through the 5f sheath. The user did shuttle down completely. There was significant resistance when shuttling down. There was no unusual force applied when retracting the 5f sheath. The 5f sheath was not kinked/bent. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in an interventional gastrointestinal bleed procedure and used a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2301002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, upon shuttling down of a 5f mynxgrip vascular closure device (vcd) resistance was felt. When the 5f avanti sheath was retracted, the white tube could not be advanced. The sealant was stuck to device components. Hemostasis was achieved by manual compression. There was no reported patient injury. The device storage temperature did not exceed 25° celsius. There was no resistance/friction experienced as the mynx vcd was advanced through the 5f sheath. The user did shuttle down completely. There was significant resistance when shuttling down. There was no unusual force applied when retracting the 5f sheath. The 5f sheath was not kinked/bent. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The mynx vcd was used in an interventional gastrointestinal bleed procedure and used a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation along with a procedural vessel dilator. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The syringe was connected to the device. The procedural cordis sheath was on the shuttle cartridge, fully retracted. The sealant was observed protruding out from outer cartridge tubing side slit, exposed to blood, and adhered to the device components. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The sealant was loosened from the catheter shaft. Simulated deployment test to ensure functionality of the returned device was performed. The shuttle was able to be advanced and retracted to the black handle without issue. The advancer tube was properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Visual inspection at high magnification showed that the sealant swelled and adhered to the catheter shaft as received. The condition of the returned device indicates that the sealant may have been prematurely hydrated, and during shuttling and unsheathing step, the sealant hindered/obstructed the device path from being advanced, which may have contributed to the reported incident. The product history record (phr) review of lot f2301002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿shuttle-shuttle advancement issue¿ and the ¿sealant-failure to deploy-advancer tube¿ were confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the investigation performed, handling factors (such as applying too much tension to the balloon) may have contributed to the sealant prematurely hydrating, increasing the profile, adhering to the device components, which could create resistance and obstructed the device path during the procedure. Per the mynxgrip instructions for use: deploy sealant, which is not intended as a mitigation, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.